Event description:
The braun tubing end that connects to the patient IV is broken. The twist-on portion has become dislodged and is no longer effective. Manufacturer response for IV tubing, braun (per site reporter): none to date.